Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-jan-2023. The most recent information was received on 31-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 871979). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1124 days after essure insertion, she experienced back pain ("lumbago"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. An unknown time later she experienced anxiety ("anxiety"), multiple allergies ("allergies"), dizziness ("dizziness"), depression ("depression"), torticollis ("torticollis"), alopecia ("hair loss"), arthropathy ("joint problems"), fatigue ("chronic fatigue"), visual impairment ("vision disorders"), headache ("severe headaches"), musculoskeletal pain ("musculoskeletal pain"), polyarthritis ("inflammation of the joints"), memory impairment ("memory and language disorders") and language disorder ("language disorders"). The patient was treated with surgery (otal hysterectomy with bilateral adnexectomy by laparoscopically prepared vaginal route). No causality assessment was received for essure with regard to medical device removal, back pain, anxiety, multiple allergies, dizziness, depression, torticollis, alopecia, arthropathy, fatigue, visual impairment, headache, musculoskeletal pain, polyarthritis, memory impairment or language disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Lot number: 871979 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 18-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 871979). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1124 days after essure insertion, she experienced back pain ("lumbago"). An unknown time later she experienced anxiety ("anxiety"), multiple allergies ("allergies"), dizziness ("dizziness"), depression ("depression"), torticollis ("torticollis"), alopecia ("hair loss"), arthropathy ("joint problems"), fatigue ("chronic fatigue"), visual impairment ("vision disorders"), headache ("severe headaches"), musculoskeletal pain ("musculoskeletal pain"), polyarthritis ("inflammation of the joints"), memory impairment ("memory and language disorders") and language disorder ("language disorders"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion medically important). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy by laparoscopically prepared vaginal route). No causality assessment was received for essure with regard to medical device removal, back pain, anxiety, multiple allergies, dizziness, depression, torticollis, alopecia, arthropathy, fatigue, visual impairment, headache, musculoskeletal pain, polyarthritis, memory impairment or language disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.